Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after the implant of the device, the competitor right ventricular (rv) lead had a reading of high and undefined pacing impedance. The pocket was re-opened and it was found that the lead pin was not fully plugged in. The lead was pushed all the way into the header and impedance measurements were good. The device remains in use. No patient complications have been re ported as a result of this event.